Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Air/gas leak alarm has been reported. There was no information about patient involvement.